Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("left essure micro-insert at the cornua of the uterus in a vertical position and not running along the fallopian tube"), pregnancy with contraceptive device ("she was pregnant (2nd pregnancy)"), caesarean section ("cesarean section"), the first episode of urinary tract infection ("urinary tract infection"), cough ("severe cough"), dyspnoea ("shortness of breath"), wound drainage ("wound drainage"), vaginal infection ("chronic vaginal infections") and the second episode of urinary tract infection ("chronic urinary tract infections") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device in (B)(6) 2012 and miscarriage in (B)(6) 2013. Concurrent conditions included depression. Concomitant products included contraceptives nos in 2013 and oral contraceptive nos in 2013 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 7 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), the first episode of urinary tract infection (seriousness criterion hospitalization), cough (seriousness criterion hospitalization), dyspnoea (seriousness criterion hospitalization), wound drainage (seriousness criterion hospitalization), vaginal infection (seriousness criterion medically significant), the second episode of urinary tract infection (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain "), back pain ("lower back pain "), arthralgia ("hip pain "), uterine pain ("uterine pain "), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation "), menstrual disorder ("abnormal menstruation "), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches "), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("anxiety "), rash ("rashes "), pruritus ("itching "), alopecia ("hair loss"), weight increased ("weight gain "), weight decreased ("weight loss ") and allergy to metals ("allergy to nickel"). The patient was hospitalized sometime in (B)(6) 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics and surgery (left salpingectomy ). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, device dislocation, caesarean section, cough, dyspnoea, wound drainage, vaginal infection, the last episode of urinary tract infection, dysmenorrhoea, vaginal discharge, abdominal pain, abdominal pain lower, back pain, uterine pain, menorrhagia, menstrual disorder, dysgeusia, migraine, headache, dyspareunia, depression, anxiety, rash, pruritus, alopecia, weight increased, weight decreased and allergy to metals outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, caesarean section, cough, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge, vaginal infection, weight decreased, weight increased, wound drainage, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: first pregnancy case #(B)(6); child case #(B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes ultrasound scan - in (B)(6) 2013: baby could possibly have bilateral club feet incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion(x-ray which could not identify the right coil/right coil was found to be outside of the fallopian tube in a vertical position in the cornea of uterus.) Pelvic pain ("severe pelvic pain"), device dislocation ("left essure micro-insert at the cornua of the uterus in a vertical position and not running along the fallopian tube"), pregnancy with contraceptive device ("she was pregnant (2nd pregnancy)"), caesarean section ("cesarean section"), the first episode of urinary tract infection ("urinary tract infection"), cough ("severe cough"), dyspnoea ("shortness of breath"), wound drainage ("wound drainage"), vaginal infection ("chronic vaginal infections") and the second episode of urinary tract infection ("chronic urinary tract infections") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device in (B)(6) 2012 and miscarriage in (B)(6) 2013. Concurrent conditions included depression. Concomitant products included contraceptives nos in 2013 and oral contraceptive nos in 2013 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 7 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion(seriousness criteria medically significant and intervention required.) Pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), the first episode of urinary tract infection (seriousness criterion hospitalization), cough (seriousness criterion hospitalization), dyspnoea (seriousness criterion hospitalization), wound drainage (seriousness criterion hospitalization), vaginal infection (seriousness criterion medically significant), the second episode of urinary tract infection (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain "), back pain ("lower back pain "), arthralgia ("hip pain "), uterine pain ("uterine pain "), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruatuion "), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches "), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("anxiety "), rash ("rashes "), pruritus ("itching "), alopecia ("hair loss"), weight increased ("weight gain "), weight decreased ("weight loss ") and allergy to metals ("allergy to nickel"),procedural pain( painful post-operative recovery). The patient was hospitalized sometime in (B)(6) 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics and surgery (left salpingectomy ). On (B)(6) 2016 plaintiff underwent a total hysterectomy with bilateral salpingectomy to remove her remaining essure coil. Essure was removed on (B)(6) 2016. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the device expulsion, pelvic pain, device dislocation, caesarean section, cough, dyspnoea, wound drainage, vaginal infection, the last episode of urinary tract infection, dysmenorrhoea, vaginal discharge, abdominal pain, abdominal pain lower, back pain, uterine pain, menorrhagia, menstrual disorder, dysgeusia, migraine, headache, dyspareunia, depression, anxiety, rash, pruritus, alopecia, weight increased, weight decreased, procedural pain and allergy to metals outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The caesarean delivery occurred on (B)(6) 2014. The reporter considered device expulsion, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, caesarean section, cough, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge, vaginal infection, weight decreased, weight increased, wound drainage, the first episode of urinary tract infection and the second episode of urinary tract infection, procedural pain to be related to essure. The reporter commented: first pregnancy (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes ultrasound scan - in (B)(6) 2013: baby could possibly have bilateral club feet. Follow-up information received on 15-nov-2017: information from duplicate case (B)(4) has been transferred to this present case. X-ray performed on (B)(6) 2014 could not identify the right coil. Right coil was found to be outside of the fallopian tube in a vertical position in the cornea of uterus (added as new event). On (B)(6) 2014 plaintiff underwent a partial salpingectomy to remove her essure coils. During the surgery, her left essure coil was removed, however her right essure coil was found to be outside of the fallopian tube and was in a vertical position in the cornea of her uterus. Her right coil was therefore not removed at that time. On (B)(6) 2016 plaintiff underwent a total hysterectomy with bilateral salpingectomy to remove her remaining essure coil. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery (added as new event). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.